Manufacturer narrative:
There was no motor error alarm noted. The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Analysis was unable to test for e52 alarm due to constant motion sensor test failure alarm. The insulin pump had a cracked reservoir tube lip and a broken belt clip slot. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had a motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.